Event description:
The patient claimed that the ok and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling near the 'up' and 'down' keys. The 'down' button was found to be unresponsive and the other buttons were found to be intermittently responsive. The keypad was removed and contamination was observed under the button contacts. A peeling keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.